Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the "patient assistant activator" stopped working. The activator was returned for replacement. No patient complications have been reported as a result of this event.